Event description:
It was reported that during use in the patient's room, a leak from the internal jugular vein site was observed. As a result, the catheter was replaced with a new one. The duration of use of the first catheter was 12 days prior to the leak. There was no reported delay, death, or complications to the patient at a result of this occurrence.

Manufacturer narrative:
(B)(4).